Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated non-recoverable error 319 occurred on universal surgical manipulator (usm) 1. The procedure was completing as planned with no reported injury. Isi followed up with the customer and obtained the following additional information: usm 1 was disabled. The surgeon used the remaining three usm arms to complete the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm) 1. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the usm to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduced the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the error 319 was triggered, replicating the reported event. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where check all boards failed for axes controller motor (acm), axes controller spar (acs), and axes controller, carriage (acc), and fiber test failed for clockspring. Once testing was completed, the clockspring fiber was aba tested and was verified to be the source of the fault. As a result of these findings, fa was able to conclude that the clockspring fiber in the usm was found to be the root cause of the reported event.